Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip would not feed into the jaw properly. Opened another device was used to complete the case. There was no consequence to the pt.